Event description:
It was reported that while trying to place the stent (subject device) in the vertebral artery to cover an aneurysm. The stent jumped forward and did not accurately cover the aneurysm. The physician followed by using another stent to cover the aneurysm. The patient is reported to be stable.